Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for "three or four days." On an unreported date, the patient began treatment with unspecified intraperitoneal antibiotics (drug names, dosages, frequency, and duration not reported). The patient and caregiver were retrained on aseptic technique. The patient was in the process of recovering from the event. Pd therapy is ongoing. No additional information is available.